Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative who reported that the cause of ins dying was due to end-of-life, patient was implanted in 2011.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s ins was working well until a month ago, when the ins died. The ins was replaced on (B)(6) 2018. No further complications are anticipated.